Manufacturer narrative:
Philips service scheduled the replacement of the imaging module and returned the system with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the fluoro grab function intermittently failed, and the imaging module was suspected on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.